Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main half height smart drawer 4.1not open. The field service engineer replaced open clothes sensor and main drawer 4.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that they are trying to recover cubie, but drawer is failing to open. There were no adverse events or injuries reported based on this event.